Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter. The catheter returned measured approximately 8.2cm in length. Complete circumferential breaks were noted to both ends of the catheter segment returned. A longitudinal split was noted approximately 3.0cm from the proximal end of the catheter segment returned. The edges of the complete circumferential break on the proximal and distal end end of the catheter returned were noted to be uneven. The surface was noted to be granular with residue throughout. The edges of the distal end of the catheter returned were noted to be uneven. The surface was noted to be granular with residue throughout. Upon infusion, a leak was observed from the longitudinal split while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Also one electronic photo, three x-rays and one video image was provided for review. The photo shows one powerport attached to a catheter in two segments. Image review shows the port catheter has been completely disrupted. In the films, the contrast clearly is in the subcutaneous tissue. Therefore the investigation is confirmed for the reported fracture, material separation and identified stretched issue. However the investigation is inconclusive for the reported catheter adhesion and difficult to remove issue as the reported event cannot be confirmed from the provided photos, video or images. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly broke upon removal. It was further reported that the catheter allegedly torn due to adhesions around the axillary vein and the catheter remained in the upper arm. Reportedly, the port body and part of the catheter were retrieved. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter. The catheter returned measured approximately 8.2cm in length. Complete circumferential breaks were noted to both ends of the catheter segment returned. A longitudinal split was noted approximately 3.0cm from the proximal end of the catheter segment returned. The edges of the complete circumferential break on the proximal and distal end of the catheter returned were noted to be uneven. The surface was noted to be granular with residue throughout. The edges of the distal end of the catheter returned were noted to be uneven. The surface was noted to be granular with residue throughout. Upon infusion, a leak was observed from the longitudinal split while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Also one electronic photo, three x-rays and one video image were provided for review. The photo shows one powerport attached to a catheter in two segments. Image review shows the port catheter has been completely disrupted due to traction injury. In the films, the contrast clearly is in the subcutaneous tissue. Therefore the investigation is confirmed for the reported fracture and material separation issue. However the investigation is inconclusive for the reported catheter adhesion issue as the reported event cannot be confirmed from the provided photos, video or images. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly broke upon removal. It was further reported that the catheter allegedly torn due to adhesions around the axillary vein and the catheter remained in the upper arm. Reportedly, the port body and part of the catheter were retrieved. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the catheter allegedly broke upon removal. It was further reported that the catheter allegedly torn due to adhesions around the axillary vein and the catheter remained in the upper arm. Reportedly, the port body and part of the catheter were retrieved. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images, photo and a video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.